Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Fse arrived on site to address the reported event. Fse updated the software to version 2.52, replaced the washing probe assembly, and adjusted the overflow sensor set values of washing probes #1 and #2 from 4.7 vdc to 4.8 vdc on the bfc pc board. Subsequent daily checks passed and the following qc run was within range. The customer was also able to run 80 patient samples without errors. No further action was required by field service. A complaint history review and service history review for similar complaints was performed for the serial number (B)(4). There were two similar complaints identified during the search period. The aia-900 operator's manual chapter 12- flags and error messages was reviewed. The 2231 bf overflow sensor 1 failure . The aia-900 operator's manual under chapter 12- flags and error messages, states the following: the aia-900 operator's manual indicates that the 2231 bf overflow sensor 1 failure error message is generated when the overflow sensor 1 s132 is detecting liquid constantly. The operator is instructed to contact the tosoh local representatives and check s132. The most probable cause of the reported event was due to failure of the washing probe assembly.

Event description:
It was reported that the customer received "2231 bf overflow sensor failure" errors during quality control (qc) checks with their aia-900 analyzer. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for intact parathyroid hormone (ipth). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.